Event description:
Patient was admitted to facility with 30 pound weight gain related to severe edema due to 6 month history of congestive heart failure. Patient had "mixed" cardiomyopathy with left ventricular ejection fraction < 20% and had also had previous percutaneous coronary intervention to the left anterior descending during nstemi approximately 6 months ago. Patient's heart failure responded favorably to IV diuretics and he was considered a good candidate for placement of ICD for primary prevention of sudden death. As the patient was undergoing the procedure, the physician attempted to place an active fixation lead. It failed to maintain position and the provider requested another which also failed. Both of these leads failed to maintain position despite multiple attempts along the right ventricular (rv) septum and apex. Fluoroscopy demonstrated non continuous helix deployment felt to be contributing to fixation difficulties. The provider then requested an additional lead from another company which also failed to position correctly. Eventually a passive fixation lead was placed in the rv apex with stable position and excellent parameters. The lead was anchored to the underlying pectoralis fascia with a single stitch of 0 silk and it was connected to ICD. Patient returned later in the day due for evacuation of hematoma and to reposition lead which was thought to be related to patient non-compliance with movement instructions.sales rep requested return of product as soon as possible for analysis. Has offered a full report of their findings.what was the original intended procedure?implantation of ICD.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.